Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. C26933) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue / immense fatigue"), iron deficiency ("iron deficiency / regular loss of iron"), renal pain ("kidney pain during periods") and abdominal pain upper ("stomach pain during periods"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, iron deficiency, renal pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, fatigue, iron deficiency, menorrhagia and renal pain with essure. Batch no c26933 production date (B)(6) 2014; expiration date (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (batch no. C26933) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue / immense fatigue"), iron deficiency ("iron deficiency / regular loss of iron"), renal pain ("kidney pain during periods") and abdominal pain upper ("stomach pain during periods"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, iron deficiency, renal pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, fatigue, iron deficiency, menorrhagia and renal pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.